Event description:
The customer received a blood glucose reading of 208mg/dl on the breeze2 meter, re-tested on a contour next ez meter and the reading was over 600mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer returned the test strips for evaluation.a replacement kit sent to the customer